Event description:
It was reported that during a hand assisted lap colectomy procedure, the device tore upon insertion into the abdomen. There was no contact with any metal material, needle or sharp object. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/27/2007. Information anticipated, but unavailable at this time.